Event description:
The customer reports that the spring wire guide was advanced and the doctor was pulling it back out while having the introducer, the wire was broken and held together by the spiral coating. The doctor removed the wire without issue.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide for evaluation. The guide-wire had one prominent bend and one prominent kink. The guidewire was unraveled at the distal end due to the inner core wire fracturing. The fracture points were microscopically examined and signs of necking were observed, indicating undue force was applied to the guidewire. Both welds were examined and found to be full and spherical. The outer diameter of the spring-wire guide was measured and was found to be within specification. The bend was located 20 cm from the proximal end and the kink was located 217 mm from proximal end. 9 mm of the core wire was attached to the distal weld and the length of the body measured to be 445mm, totaling to be 454 mm, which is within the range of 450 to 458 mm specified by the product drawing. A manual tug test performed to confirm proximal weld is intact. The lot number was not reported; therefore, a device history record review was performed based on the sales history of the customer and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product instructs that if resistance is encountered while withdrawing the spring-wire guide from the catheter the catheter should be withdrawn about 2-3 cm relative to the spring-wire guide. If resistance is encountered again the spring-wire guide and catheter should be removed simultaneously. The IFU also warns against applying excessive force in removing the spring-wire guide. The customer reported issue of the spring-wire guide becoming unraveled was confirmed during the sample investigation. Visual inspection of the spring-wire guide determined that the distal end of the core wire had separated due to undue force being applied at the distal tip. Dimensional inspections were performed and no issues were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide was advanced and the doctor was pulling it back out while having the introducer, the wire was broken and held together by the spiral coating. The doctor removed the wire without issue.

Event description:
The customer reports that the spring wire guide was advanced and the doctor was pulling it back out while having the introducer, the wire was broken and held together by the spiral coating. The doctor removed the wire without issue.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide for evaluation. The guide-wire had one prominent bend and one prominent kink. The guidewire was unraveled at the distal end due to the inner core wire fracturing. The fracture points were microscopically examined and signs of necking were observed, indicating undue force was applied to the guidewire. Both welds were examined and found to be full and spherical. The outer diameter of the spring-wire guide was measured and was found to be within specification. The bend was located 20 cm from the proximal end and the kink was located 217 mm from proximal end. 9 mm of the core wire was attached to the distal weld and the length of the body measured to be 445mm, totaling to be 454 mm, which is within the range of 450 to 458 mm specified by the product drawing. A manual tug test performed to confirm proximal weld is intact. The lot number was not reported; therefore, a device history record review was performed based on the sales history of the customer and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product instructs that if resistance is encountered while withdrawing the spring-wire guide from the catheter the catheter should be withdrawn about 2-3 cm relative to the spring-wire guide. If resistance is encountered again the spring-wire guide and catheter should be removed simultaneously. The IFU also warns against applying excessive force in removing the spring-wire guide. The customer reported issue of the spring-wire guide becoming unraveled was confirmed during the sample investigation. Visual inspection of the spring-wire guide determined that the distal end of the core wire had separated due to undue force being applied at the distal tip. Dimensional inspections were performed and no issues were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.